Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. The data indicates that the pod completed both first and second priming sequence before the device was deactivated. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no problems were found, it could not be determined when the device deployed. The downloaded data returned an 0x12, indicating the batteries had low voltage. During investigation, the batteries were tested and the voltages were in passing range. The electrical components were also tested and in passing range. The device was reset and paired to a master pdm and asked to deliver a 5u bolus. The device successfully delivered the bolus without returning any alarms, drive stalls, or timeouts. No other damages or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.